Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that four hurricane rx dilatation balloons were used in the common bile duct (cbd) and left hepatic duct during a dilation of hepatic duct procedure performed on (B)(6) 2021. During the procedure, inflation of the balloon was attempted; however, the balloon would not inflate. Reportedly, the device was taken out of the patient and was tested but inflation was still unsuccessful. The same problem occurred with the second, third and fourth hurricane rx dilatation balloons. The procedure was not able to be completed as it was cancelled by the physician and the patient was referred to radiology. There were no patient complications reported as a result of this event.